Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 469 mg/dl. The customer experienced excessive thirst and urination, as well as ketones. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window.